Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 60071ud00. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 60071ud00 was identified.

Event description:
The customer observed a false elevated alinity I free t4 result for one patient. On (B)(6) 2024 the initial alinity I free t4 result for sid (B)(6) was 21.5 pmol/l, repeated 15.7 pmol/l (reference range 8.9 to 17.3 pmol/l). The patients previous result on (B)(6) 2021 was 14.6 pmol/l. Other results provided: current tsh was 0.44, previous tsh was 0.46. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated alinity I free t4 result for one patient. On (B)(6) 2024 the initial alinity I free t4 result for sid (B)(6) was 21.5 pmol/l, repeated 15.7 pmol/l (reference range 8.9 to 17.3 pmol/l). The patients previous result on (B)(6) 2021 was 14.6 pmol/l. Other results provided: current tsh was 0.44, previous tsh was 0.46. No impact to patient management was reported.